Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 6 months due to a perivalvular leak. Please note that the exact date of implant is unknown; it was indicated that it was implanted in fall of 2010. The device model name, size, and serial # were not provided as well. The operative report indicates that the patient presented with endocarditis. The patient was referred for redo aortic valve replacement, as well as redo mitral valve replacement. The mitral prosthesis was functioning properly; however, there was a small perivalvular leak at the left ventricular outflow tract region. There were no obvious vegetations on the mitral valve. Additionally, there have not been any allegations of a product malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. In addition, a device history record (DHR) review is unable to be performed as the device serial # was not provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the operative report indicates candida as the source of the infection. Please note that this patient also has a related event reported; please reference MFR #2015691-2011-15885.

Manufacturer narrative:
(B)(4). The device was received and it has been determined that this device was not manufactured by edwards lifesciences. Therefore, this reported event was not related to any edwards products.